Manufacturer narrative:
The lot was manufactured on june 29, 2016 ¿ july 01, 2016. The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the white set-cap has been damaged. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half-day infusor was found to have the white top damaged. There was no patient involvement. No additional information is available.